Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. This device is currently under quarantine by the users attorney.

Event description:
It was reported to vyaire medical that while the patient was in his crib asleep, the father woke up and noticed that the ltv 1150 ventilator was showing an error message, and the tube that was supposed to connect the patient to the ventilator was no longer connected, and the patient was unresponsive. Despite the error message, the ltv 1150 ventilator was no longer providing any breaths and the ventilator never sounded an alarm.